Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information was requested but unavailable: what does surgeon think was the cause of the small bowel injury and why? What was the site of the bleeding? Does the surgeon believe the small bowel bleeding is related to the harmonic device and why? How did the patient develop necrotic fasciitis? Where was the harmonic device was used? Where any issue with the harmonic device identified during surgical procedure? Is there a pathology report? Is the pathology report available for review?

Event description:
It was reported that the patient had a gastric bypass on (B)(6) 2018. The patient was recalled to theatre on the (B)(6) 2018 with a suspected small bowel injury and bleeding, a portion of the small bowel was resected and sent for pathology. Patient was returned to theatre on (B)(6) 2018 for debridement of abdominal wall due to necrotic fasciitis and is in critical condition. Devices worked fine but patient had an issue with necrosis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does surgeon think was the cause of the small bowel injury and why? Initially the injury was thought to be potentially as a result of handling/use of the harmonic on the small bowel but after the pathology report it is thought to be as a result of necrosis. What was the site of the bleeding? Small bowel - jejunum. Does the surgeon believe the small bowel bleeding is related to the hd1000i device and why? Initially thought to be potential damage caused either by excessive pulling on the bowel or heat in the blade, subsequent thought after receiving the pathology of the resected bowel segment is that the small bowel had cross contamination and was necrotic. How did the patient develop necrotic fasciitis? Unknown at this point. Where was the hd1000i device was used? Used during the roux en y bypass to dissect the omentum from the stomach and expose the left crus, also to create otomies for jejun- jejunostomy and the gastro-jejunostomy. Where any issue with the hd1000i device identified during surgical procedure? No. Is there a pathology report? I believe there is for the resected small bowel. Is the pathology report available for review? Unknown.